Event description:
A surgeon reported that during a cataract extraction with intraocular lens (iol) implant procedure, noticed a small mark on the lens but it was not on visual axis. Did not think it would affect vision. After surgery patient started to complain of glare and halos, surgeon also noted other eye had corneal issues so thought this may be the case with this eye too. Decided to explant and insert a monofocal from another company. Surgeon noted cornea a bit wrinkled on removal of lens so this may have been the issue. Patient still has some glare and halos now with the monofocal.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).